Event description:
It was reported that: "on (B)(6) 2024, the tube balloon was found to be damaged. No more than 15 minutes after placement in patient, leakage of air was found. The device was replaced. There was no harm to the patient." Associated complaints 3003898360-2024-01164 and 3003898360-2024-01163.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination revealed that the sample appeared typical. Functional inspection identified a gap between the tube and the balloon cuff which caused the leak from the proximal end of the tracheal balloon cuff. A device history record review was performed, and no relevant findings were identified. The root cause of this issue is determined to be manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue.

Event description:
It was reported that: "(B)(6) 2024, the tube balloon was found to be damaged. No more than 15 minutes after placement in patient, leakage of air was found. The device was replaced. There was no harm to the patient." Associated complaints(B)(4).

Manufacturer narrative:
(B)(4).